Event description:
A percutaneous gastrostomy tube inserted on 3/9/92 leaked and became blocked and cracked and on march 26, 1992 was replaced when the patient underwent esophagastroduodenscopyinvalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure. Conclusion: device failure occurred and was related to event, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.